Event description:
An adult female pt in the emergency department with an unk diagnosis and developed a "hive-like" rash while being monitored with a welch allyn large soft disposable flexiport blood pressure cuff which was placed on the upper arm. The pt was having her blood pressure measure at 15 min intervals. The pt began complaining of her arm being itchy at the bend in her elbow of the cuffed arm. The nurse examined the area and noted a "hive-like" rash approx 3 1/2 inches wide and 1 inch in height at the antecubital fossa, distal to the bottom of the cuff, but in the proximity of where the blood pressure tubing was lying. The nurse reported that there were no welts over the area covered by the cuff. The customer did not provide a pt identifier.

Manufacturer narrative:
Although the pt did not complain, the nurse noticed a similar "hive-like" rash on the pt's wrist underneath the ID band. The pt's skin was otherwise healthy as noted by the nurse. The pt was given benadryl 50 mgm IV and the rash and itch resolved almost immediately. The cuff was disposed of by the facility and not returned to welch allyn for eval. The flexiport reusable cuff, port and tubing meet all applicable toxicology and biocompatibility standards. However, welch allyn has decided, in an abundance of caution, to report this event as a serious injury due to the medical intervention of IV benadryl. Other: the actual devices have not been returned to welch allyn for eval.